Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise from the respiratory rate trend (rrt) feature. The field representative noted that there may have been an issue with low, out-of-range right atrial (ra) lead impedance at one point, measurements are currently off. Boston scientific technical services (ts) recommended turning rrt off to optimize device function. No adverse patient effects were reported. This device remains in service.